Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and blood/body fluid noted in the neck region and in the helix housing. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this right atrial lead exhibited high pacing thresholds; stated that lead was attempted to be repositioned as result and during repositioning procedure helix issues were noted; physician was unable to extend the helix after retracting it. The lead was explanted and replaced. There were no additional adverse patient effects reported.